Event description:
It was observed that during the device evaluation, the videoscope exhibited deformation and multiple cuts on the bending section, with metal protrusion and missing pieces. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leak from the bending rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.